Event description:
Related manufacturer report number: 2017865-2022-43149. It was reported that a patient presented to clinic for a generator change. Device interrogation revealed oversensing noise on the right ventricular (rv) lead and oversensing noise on the atrial lead causing inappropriate mode switch. The physician elected to cap and replace both the rv and atrial leads on (B)(6) 2022. The patient condition was stable.